Manufacturer narrative:
The product was not returned to miv for evaluation because it was discarded by the customer. The cath lab reported the deflation time was approximately between 10-15 seconds, and 100% contrast media was used to inflate the balloon. The product specification for deflation time for this mode is 15 seconds maximum when inflated with diluted contrast media as stated per the labeled instructions for use. The labeling specifics using 50-60% contrast media or a 50/50 mixture 76% contrast and sterile saline. A warning also indicates use only the recommended inflation medium. In order to repeat the failure under the reported off labeled use, six new samples from the same lot were tested as follows to replicate the impact of contrast media dilution: (a) three samples were tested with 100% renocal-76 contrast media, and (b) three samples were tested using the proper 50/50% dilution of renocal-76 and saline. The average inflation and deflation times when tested with 100% solution were 5.6 seconds and 27.7 seconds respectively. The average inflation and deflation times when tested with 50/50% solution were 1.6 seconds and 6.94 seconds respectively. Summary of investigation: during the root cause analysis, we concluded that the reported deflation incident was not a product malfunction, but were able to duplicate the reported complaint. Therefore, the reported slow deflation time was related to not following the instructions for use by inflating the balloon with 100% contrast media instead of a diluted solution. Corrective action: a letter referencing the proper dilution of contrast media and the above comparison test data was sent to the physician and staff. In addition, to prevent recurrence of this type, the sales rep will retrain the cath lab staff on this issue. The physician was also advised on the new MDR reporting regulations for user facilities concerning death and serious injuries. No further corrective action required at this time.

Event description:
Pt admitted in critical condition from ER with 100% occluded lad due to thrombosis, which did not respond to clot dissolving tpa treatment. Angioplasty catheter was placed in target lesion in an attempt to break up clot, and inflated with 100% contrast media. Cath lab reported a slow deflation time of 10-15 seconds and a 35cc syringe was used to facilitate deflation. Upon withdrawal of the catheter, physician stated that part of the clot had moved into the circumflex which had previously been open, and blocked the flow, contributing to the pt's death. Dr stated he did not know cath lab did not follow instructions and used 100% media, and the slow deflation time contributed to but did not cause the pt's death. Dr stated he did not know cath lab did not follow instructions and used 100% media and the slow deflation time contributed to but did not cause the pt's death.